Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper assembly after the cleaning process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2024, a sales representative reported via sems-06720209 that (qty. (B)(4) of an ar-4166 depth device, 3.0 mm, was not measuring properly. When in use, the surgeons have to subtract 3-4mm after each measurement (see photo attachment). This was discovered during a procedure, with no reported patient harm. Additional information has been requested.